Manufacturer narrative:
No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cassette failed and this was the 5th (fifth) cassette with issues. The patient had informed us prior about the cassettes. The patient stated the pump was running and it double beeped. The patient was unable to resolved the error until the patient changed to a new cassette. The pump was running fine. No patient injury was reported.